Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no attention. Customer's expected blood results are 150-160mg/dl fasting. Verified the strips expire 12/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory:see scanned table. No adverse event reported.